Manufacturer narrative:
Additional information was received that the rupture was detected after the delivery catheter system (dcs) was replaced with the sheath. The cause of the rupture was not directly attributed to the dcs, however the cause could could not be determined. It was also reported that the iliac anatomy was very tortuous and that substantial force was applied on the sheath and the dcs during advancement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: aker, amir, md. Iliac artery rupture during transfemoral transcatheter aortic valve implantation. Journal of invasive cardiology. (2019). 31(7):e229. Earliest date of publish used for event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
Medtronic received information via literature regarding an (B)(6) year-old male patient with severe symptomatic aortic stenosis and tortuosity in the femoral and iliac arteries who underwent the implant of a 29 mm medtronic transcatheter bioprosthetic aortic valve. No serial or lot numbers were provided. During the delivery of the valve, an electrocardiogram (ECG) indicated pulseless electrical activity. The system was removed and was replaced with a 16 fr sheath. A contrast injection confirmed a proximal iliac artery rupture. A stent graft was placed, and medications and packed red blood cells were administered due to hypotension. The valve was deployed, however hypotension remained. Angiography indicated contrast extravasation distal to the access site. Subsequently five additional stents-grafts were implanted to the femoral artery bifurcation. Hemodynamics stabilized and no additional adverse patient effects or product performance issues were reported.